Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife blade was noted to be dull. Procedure details, patient involvement and patient impact information is unknown. Additional information received clarified that the dull knife blade was noted during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. No additional information is available for this reported event.